Event description:
It was reported a patient's right ventricular (rv) and atrial leads presented with numerous electrical anomalies due to dislodgement, confirmed via x-ray. The right ventricular (rv) lead was explanted in a procedure on (B)(6) 2024, while the atrial lead was revised and reused. There were no patient consequences.